Event description:
It was reported that during a lap cholecystectomy procedure, the handle would not squeeze all the way. The procedure was completed with a like device. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.